Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. The moisture damage was found on the electronic assembly. They were unable to verify for the compromised force sensor system alarm due to the constant motor error alarm. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that she was just filling her son's insulin pump and was receiving a compromised force sensor system alarm. Customer's blood glucose was 83 mg/dl at the time of the incident. Customer stated that he has trouble staying in range. Customer stated that the drive support cap appears normal. Customer was explained that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.